Event description:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an issue with air flows back into the side port issue occurred. It was reported that there was a defective hemostatic valve as air was sucked into the sheath. Surgery was delayed due to the reported event by five minutes. Action taken when event occurred was that a new sheath was used. Procedure was successfully completed. No fragments were generated. There were no patient consequences. No medical intervention was required. The hemostasis valve (gasket) did not dislodge inside nor outside the hub. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body, and no blood loss was observed. Physician performed maneuvers to eliminate bubbles. No impact to the patient. The air flows back into the side port issue was assessed as MDR reportable.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Additional information was received on 08-mar-2023. The healthcare provider¿s name and contact information were received. Therefore, section e- initial reporter section was updated. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an afib ¿ paroxysmal ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small and an issue with air flows back into the side port occurred. It was reported that there was a defective hemostatic valve as air was sucked into the sheath. Surgery was delayed due to the reported event by five minutes. Action taken when event occurred was that a new sheath was used. Procedure was successfully completed. No fragments were generated. There were no patient consequences. No medical intervention was required. The hemostasis valve (gasket) did not dislodge inside nor outside the hub. The brim cap/hub did not become detached from the sheath. No air entered the patient¿s body, and no blood loss was observed. Physician performed maneuvers to eliminate bubbles. No impact to the patient. The biosense webster (bwi) received the device for evaluation on 25-jul-2023. A visual inspection evaluation and irrigation test of the returned device were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Microscopic examination of the hemostatic valve surface does not show stress marks on the outer diameter. Then, an irrigation test was performed, and no leakage, air, or bubbles were observed. The lot number has been provided as 00002024. A device history record evaluation was performed for the finished device 00002024 number, and no internal actions related to the reported complaint condition were identified. The issue reported by the customer was not confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. The optimal device performance (odp) contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).